Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the system power shut down when the system was activated and waiting until the 3d scan was performed during surgery to interlock the imaging system with the navigation system. The power did not shut down during navigation after the 3d scan. There was no delay and no impact to the patient. It was reported that the system was plugged in to a known, functional outlet when it shutdown.